Manufacturer narrative:
(B)(4). The starclose se device could not be requested for return because the name and address of the customer was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Maude (#(B)(4)) report received stating: "per the operative report: the 6-french sheath was removed. I initially attempted to remove it using a starclose system, but the starclose did not deploy correctly, so I removed a starclose system and did manual hemostasis, the common femoral on the right side" no additional information provided.